Manufacturer narrative:
Patient required an additional treatment to remove fluid. Patient has a history of excessive interdialytic weight gains. When the gambro technician called the customer to arrange an inspection of the machine, the nurse stated that the machine was functioning correctly. This event appears to be the result of the combination of the inappropriate configuration of two machine parameters, and a series of errors by a new staff member who incorrectly set the machine. These errors were magnified by the repeated inability (every fifteen minutes) of the staff to identify that the ufr and total fluid removed displays did not correspond to the values necessary to remove 7.5 kg by the end of the 4-hour treatment. A gambro nurse will be dispatched to the clinic to review the phoenix machine configuration parameters and to verify that all machines are consistently configured to the customer's specifications. She is scheduled to visit the clinic the week of november 20th. The machine has been used since the event with no further incidents.